Event description:
The pump was programmed to infuse magnesium at 25ml an hour over 2 hrs. When the pump was unplugged to transport pt to the floor, the screen immediately went blank. When the pump was turned on again, it said "improper shutdown" and the programmed infusion was no longer present. At the time pt was about to be transported to the floor; the rn re-entered the information for the magnesium and while en route to pt's (B)(6) room, the pup shut off again. When the pump was turned on, it again said "improper shutdown" and the programmed infusion was no longer present. The rn who witnessed this event is (B)(6). The issue with the pump was relayed to uid - not recorded.